Event description:
It was reported via a user facility medwatch that during an ablation procedure, skiving occurred. This is noted as a general comment from a user facility medwatch. Additional info was requested but is not available.

Manufacturer narrative:
Voluntary medwatch number: (B)(4). The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk.